Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During implant there were several dislodgements of the right atrial lead, and the physician felt that the lead would not fixate properly. The lead was removed and a new lead was used instead. No other problems were noted.